Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number? Event related to mw # 2210968-2022-10710, mw # 2210968-2022-10711, mw # 2210968-2022-10712, and mw # 2210968-2022-10714. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The wire has thrown after passing through the tissue, before the knot, without making any tension on the wire. No adverse patient consequences were reported. Additional information was requested.